Manufacturer narrative:
The valve was patent but did not meet the requirements for leak testing due to a large tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of the manufacture.

Event description:
About six months after implant, the valve was unable to function. The pt had an edema and hydrocephalus symptoms. Cerebrospinal fluid leakage from the delta chamber was noted after explant.